Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to the high thresholds during an atrial ventricle node ablation, the implantable pulse generator (ipg) exhibited elective replacement indicator and the physician removed and replaced the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.